Manufacturer narrative:
The serial number of the e 801 analyzer was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 16.4 ng/l. The stat application of the same test was also performed, resulting in a troponin t value of 9.75 ng/l. The sample was repeated on a second analyzer on (B)(6) 2025, resulting in a troponin t value of 9.4 ng/l.

Manufacturer narrative:
No calibration influence was observed with calibration data. A review of analyzer sample camera images showed some samples containing particulate matter or oily droplets on the surface. The images showed that the customer may be using sample tubes that are not supported. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.